Event description:
The assembly between the polyethylene insert (B)(4) and the tibial tray was not possible. The assembly between the polyethylene insert (B)(4) and the tibial tray was difficult. Surgery delay: 45 min.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.